Event description:
My freestyle libre 2 sensor failed to initialize after changing from the previous device. I continued to receive a "scan again in 10 minutes" error message. The message eventually changed to "install a new sensor" message.